Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient fell and fractured left hip. Sent to ER and revision hip replacement was done. As reported in "how was issue noticed": after patient fell. Date of primary surgery was done 2009. Update 20-jul-2018: spoke to rep. Periprosthetic bone fracture, proximal femur extending distally. No device failures were reported as cause or contribution to patient's fall.